Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid), anti-fya was not detected on a patient sample.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on retention crrid, lot id083.